Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No software or parts have been received by the manufacturer for evaluation. Multiple attempts made to retrieve logs for analysis. No conclusions possible as issue could not be replicated. On-site troubleshooting and adjustment of the cable for the pendant resolved reported issue and was able to get gantry motions. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when he booted the imaging system, the system had a red x for motion. While troubleshooting, he rebooted and received an error initializing collimator. Rebooted again and system went into 2d mode but the gantry was unable to move. (B)(6) adjusted the cable for the pendant and was able to get gantry motions. There was no patient present when this issue was identified.